Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their implant has not worked since 2012 and they have never used it. Patient s aid that they tried to get it to work maybe for a month or two and then it stopped. Patient stated they have not seen an hcp for like 10 years. The patient noted that they needed an ID card so they can have their MRI because they're planning to have their device removed since it never worked. The patient was redirected to their healthcare provider to further address the issue.